Manufacturer narrative:
Invacare was made aware of this event in the (B)(6) involving a acton 3 sp wheelchair which was manufactured by invacare (B)(4). Invacare is filing this report because the myon wheelchair, made at invacare owned invamex and sold in the us has been determined to be similar in design to the action 3 sp. The action wheelchair has not been returned to invacare (B)(4) for an evaluation despite being requested. The reporter sent in new information stating: they cannot confirm if the patient was transferring or reaching for an object. He has a history of a left trans tibial amputation and is able to independently perform a standing transfer. If additional information be comes available, a supplemental record will be filed.

Event description:
The patient was in the bathroom when the brakes gave way on his action 3 sp resulting in the patient falling out of wheelchair and knocking over open bottle of bleach. He remained on a bleach soaked floor and was admitted to hospital with bleach burns.